Event description:
During arthroscopic shoulder surgery a single use acromioplasty electrode was used. The tip of the device broke off during use and was not recoverable. A post-op x-ray revealed the retained object. It is reported the pt was discharged as expected. No pt injury reported as of this date.